Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.